Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. H3 other text : the device has not been returned for analysis at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The quality investigation has been closed as the device was not returned to the manufacturer for analysis.